Event description:
It was reported that the 9800 system would not boot or power up following thunderstorm activity. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The investigation indicated the need to replace the system interface, gib (generator interface board) and ffb (fluoro function board) boards. Identified components replaced and reloaded cal files. System tested and functioned as intended. System placed back into service.